Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 9/30/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: the original lot number is ubjjz.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation could not be completed as batch ubjjz is invalid for san lorenzo. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or valid lot number is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 9/12/2024. H6 component code: g07002, device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: lot uubjjz is invalid. Please confirm the lot number. Additional information was requested, the following was obtained: were x-rays taken to locate the needle piece(s)? No needle pieces were lost. It was an open joint case and the broken piece was immediately able to be retrieved. What measures were taken to retrieve the broken piece? Because it was an open case, the broken piece was easily able to be retrieved. Was there any additional tissue damage as a result of searching for the needle piece? No additional tissue damage was reported as a result of this needle breakage. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). I was informed by helen butler-materials manager and trinity-scrub tech. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2024 and suture was used. During a orthopedic hip replacement, the needle tip broke on the last couple of passes of the closure. They were able to retrieve the needle tip as soon as it broke. Case was able to be completed. No patient harm. Device is not available for return. Additional information was requested.